Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation indicated there was fibrous thickening of all cusps, focal calcification on cusps 1 and 2, and a tear in cusp 3. Special stains were negative for organisms and no acute inflammation was present. There was no evidence found to suggest the cause of the fibrin, calcification, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2009, the patient underwent a double-valve replacement procedure. A 27mm epic stented tissue valve was implanted in the mitral position and a 23mm epic valve was implanted in the aortic position. On (B)(6) 2015 the patient reported paroxysmal nocturnal dyspnea and orthopnea since (B)(6). On echo, the 27mm epic mitral valve was not well visualized however thick leaflets were observed resulting in stenosis. The 27mm epic mitral valve was explanted and replaced with a 24mm non-sjm valve. The patient was discharged (B)(6) 2015 in stable condition.

Event description:
A 27mm epic stented tissue valve was implanted (B)(6) 2009. On (B)(6) 2015 the valve was explanted due to incomplete coaptation.

Manufacturer narrative:
(B)(4).